Manufacturer narrative:
A medtronic representative reported that after a case, the image acquisition system (ias) gantry was moving with minimal movement and the door would not fully open. Site then took the imaging system into another room and performed the invalidate home procedure. He stated that it would go through all the motions and the pendant would go into 2d mode, but the door would still not close completely, there was a small gap. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. On site investigation suggested that the motion control box, rotor reference, door switch and the optical switch needed to be replaced. All aforementioned parts were replaced which resolved the issue. No other issues were reported. Both the motion control box and the door switch were returned to manufacturer for analysis. Issue could not be replicated with either of these parts as they functioned as intended without any issues. The rotor reference and the optical switch were discarded by the site and will not be returned to manufacturer for analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after a case, the image acquisition system (ias) gantry was moving with minimal movement and the door would not fully open. Site then took the imaging system into another room and performed the invalidate home procedure. He stated that it would go through all the motions and the pendant would go into 2d mode, but the door would still not close completely, there was a small gap. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.